Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for spinal canal stenosis. It was reported that during lead placement, connection confirmation and impedance checks were attempted, but only electrodes 0 and 3 were functional. Even after switching the connection to positions from 0-7 to 8-15, the same electrodes were marked as functional, while the others remained unusable. Slight adjustments to the lead position were made, but the issue of the lead being unusable was not resolved, and reproducibility of the issue was observed. Contributing factors were it was possible that an excessive amount of air entered the body during the application of the resistance disappearance method. After some time, placement of the second lead was performed, and connection confirmation was attempted again. While several unusable electrodes were still observed on the first lead, some improvement was noted. A connection check was performed again after allowing additional time. Issue was resolved. Additional information was going to be obtained on 2025-sep-17.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# unknown implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknowni: h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative clarified that impedances were high.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2025 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.